Manufacturer narrative:
(B)(4). The device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found particulate matter or a stain around the patient line before opening the pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.